Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The reported condition by the customer could not be confirmed. Details of the sample analysis are not applicable because samples were not returned for evaluation. A device history record review could not be performed because a valid lot number was not be provided by the customer. Based on previous evaluations on samples reported with the similar condition; a multifunctional team reviewed the complaints and as part of a formal corrective/preventative action (CAPA) investigation; the following two root causes were determined: 1-lite glove splits are primarily attributed to pleats formed at the ribs during the thermoforming process. The part integrity is further compromised by the sterilization process. 2- heavy surface marring as a result of the film interaction with the female tool can significantly reduce material elongation properties and also lead to splits. A formal corrective and preventative action (CAPA) has been initiated to investigate and address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a lite glove. The customer states that the product was received split or torn.